Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues related to the audio feature performance. The customer¿s blood glucose level was unknown. Customer stated that she always told them the volume was not loud. Customer also reported that she was not able to always here the audio sounds more so when she was asleep not so much during the day. Customer ran the audio test and reported on volume small but was able to hear the sound and when on 5 it was a little louder but not by much. Troubleshooting was performed. The insulin pump will not be returned for analysis.